Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 15mmx2.25mm wolverine coronary cutting balloon was selected for use in the severely calcified lesion. During the procedure, it was noted that the balloon ruptured at 8-9atm within 10 seconds of each inflation time. The device was removed without any problem using the normal method. The procedure was completed with another of the different model. No patient complications reported and the patient was good post procedure.